Event description:
Cassette was leaking for remodulin and pt just wanted us to know it happened before she tried to hook it up. No concerns, treatment not affected. No lot or exp available. Dose or amount: 64 ng/kg /min; frequency: continuous; route: IV. Date of use: from (B)(6) 2018 to current.